Manufacturer narrative:
A customer reported to false susceptible ampicillin (am) results for enterococcus faecium isolates in association with the vitek 2 ast-gp75 test kit. The customer strains were not available for an investigation. Submittal of the isolates is required in order to confirm a vitek 2 discrepancy compared the to reference method. A review of quality records confirmed ast-gp75 lot # 2750277103 met final qc release criteria and passed qc performance testing.

Event description:
A customer from the united states reported to biomérieux false susceptible ampicillin (am) results for enterococcus faecium isolates from two urine samples, taken from one patient in association with the vitek® 2 ast-gp75 test kit. The customer reported that the two samples were collected on the same date and time from the patient, and that the colony count was identical. Later the customer discovered the two results reported were as enterococcus faecium with am=r (>=32 ug ml) and am=s (8 ug ml). The customer then recultured both isolates and performed repeat testing with ast-gp75 cards and the results were the same. Both isolates were also tested by disc diffusion and were ampicillin resistant. The second isolate was then tested again on ten (10) ast-gp75 cards, which gave a result of am=r (>=32 ug ml) for nine cards and am=s (8 ug ml) for one. The customer reported the patient was not on antibiotics. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.